Manufacturer narrative:
Result: siderails.

Event description:
It was reported by service report that the bed was missing its left and right footend siderails. It is unk if there was pt involvement or if there are adverse consequences to report.